Manufacturer narrative:
The device was returned to resmed for its two year preventive maintenance service. During evaluation, it was found that the device failed to charge its internal battery. It was determined that device charging issue was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. During a routine check of complaints records it was detected that the event is reportable. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in use when the fault occurred, therefore, there was no patient involvement.